Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ¿may have gotten a little extra insulin¿ delivered to the body when completing the load sequence. The customer alleged this resulted in low blood glucose (bg) levels (specific bg value was not provided) where the customer required 3rd party intervention from emergency services. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.